Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events before the issue, and malfunction reoccurred within 24 hours after initial reset. There was no adverse impact to the customer¿s blood glucose level. Customer initially reset pump with support and continued use, then later switched to backup insulin pump while tandem technical support arranged shipment of replacement pump.